Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) (additional intervention required). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, once mechanical lithotripsy was attempted, the pull wire of the device broke at the handle assembly. The tip of the basket did not break off. To remove the basket from the patients' duct, they used an rx extraction balloon to retrieve the basket and stone and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, once mechanical lithotripsy was attempted, the pull wire of the device broke at the handle assembly. The tip of the basket did not break off. To remove the basket from the patients' duct, they used an rx extraction balloon to retrieve the basket and stone and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the coil of the device was buckled in multiple places. The sidecar was found to be torn jaggedly and deformed at both ends. The distal end of the clear sheath was found to be pushed back for a length of 0.6 centimeters from the distal end of the coil. The pull wire of the basket assembly was found to be broken and bent. The device was disassembled to look at the connection of the handle cannula and pull wire. The pull wire was found to be broken 4.0 centimeters from the distal end of the handle cannula. The break in the wire was jagged and at angle. The basket tip was still attached to all four basket legs. The condition of the returned incident device was consistent with the complaint incident that the wire broke at the handle. The directions for use state that a "trapezoid 3 x 6 basket is designed for crushing calculus larger than 1.5 cm (15 mm) in diameter." As the event description identified the stone as being approximately 2.5 centimeters, it appears that a smaller then recommended basket was used. Therefore, the most probable root cause if operational context. A labeling review was performed and no anomaly was found. (B)(4).